Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, this type of damage is most likely related to the operator's technique. The instruction manual contains several caution statements in an effort to prevent damage to the balloon. "Do not inflate the balloon with any syringes other than the premeasured syringes included in the package. Do not inflate the balloon rapidly. Inflate the balloon only with air. Inflation with anything other than air may hinder expansion and contraction of the balloon. Do not inflate the balloon with too much air. Never use excessive force to operate the instrument. Otherwise, the balloon may burst and the pieces could remain in the duct. " if additional information or if the device is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the tip of the plastic sheath and balloon broke off inside the patient. This occurred when the physician was removing a stone approximately 10-12mm in size. The physician retrieved the tip of the plastic sheath and balloon using a non-olympus biopsy forceps. In addition, a fluoroscopy was performed and confirmed that all pieces were retrieved. There was no patient injury reported. The procedure was successfully completed using a different but similar device. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The evaluation found the tube sheath detached and broken in half towards the middle of the device. This type of damage is most likely due to excessive stress and force. The instruction manual contains warning and caution statements in an effort to prevent damage to the balloon. " if the balloon cannot be deflated, withdraw it using an appropriate method determined by the specialist. If an excessive force is applied on the balloon catheter when the balloon cannot be deflated, patient injury such as bleeding, mucous membrane damage, or edema may occur. It could also cause the balloon to burst or the distal end of the instrument to break off, which could remain inside the patient. "